Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer was not removing residual air from the cartridge. Customer will continue to use current pump for insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.